Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during revision surgery a 5-6 9mm poly was exchanged. The reason leading to the revision surgery is unknown. The patient outcome is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been received. In the absence of the requested medical documentation, possible clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported revision could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.